Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty keeping a charge on the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively.